Manufacturer narrative:
Philips service replaced the fdc and frontal flat panel protector control unit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to become 'ready' during examination on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.